Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the maryland bipolar forceps instrument had a worn-down wire. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified on (B)(6) 2024. Arcing was not observed during the procedure. There was no injury to the patient. No fragment fell while the instrument was being used within the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at yaw pulley. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. Further inspection found the yaw pulley to have abrasion. The instrument was found to have a missing fragment from the damaged conductor wire insulation. The fragment is approximately 1.75 mm x 0.49 mm. No thermal damage was found. No other adjacent parts were damaged. The instrument was found to the yaw pulley damaged. The yaw pulley showed abrasion adjacent to the damaged conductor wire insulation. No thermal damage was found. The complaint regarding the wire was worn down was confirmed by failure analysis.